Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours after disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the power error alarm was recurring. The customer's blood glucose was 15 mmol/l at the time of incident. The customer was able to clear the power error alarm during troubleshooting. The insulin pump will be returned for analysis.